Event description:
The customer reported that during an infusion of nacl, the tubing leaked at the hub connection closest to the patient. There was no report of patient harm. Although requested, no other information has been received.

Manufacturer narrative:
The customer report that the tubing leaked was confirmed; however not with the used set received but with the new sets received. Received was a partial used set model c24104e. Also received were a total of 37 unopened packages of the same model sets- one for lot 18055267, and 36 for lot 18066824 visual inspection showed no anomalies. No leaks were identified on the used set during functional and pressure testing. 14 representative samples from the received new samples from lot 18066824 were tested. Testing on one of the new sets observed an immediate leak at the engagement of the tubing and male luer lock components. On another new set, attempted removal of the exit luer cap caused separation at the same noted engagement. The root cause was identified as both insufficient solvent being applied at the engagement of the tubing and a gap related to improper assembly due to equipment and/or operator error.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that during an infusion of nacl, the tubing leaked at the hub connection closest to the patient. There was no report of patient harm. Although requested, no other information has been received.